Event description:
An ophthalmic surgeon reported that three pts were seen, postoperatively, with metal particles in the eye. The surgeon used a two handed technique, cataract surgery for all pts. The customer indicated there was no harm to the pt's and no secondary procedures have been scheduled. Add'l info received from the customer indicates the surgeon used a 2.75 mm, temporal incision. The metal particles were observed in the pt's eyes on postoperative day one.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).